Event description:
It was reported that an external fluid leak was observed from the top of the filter of a prismaflex tpe2000 set during continuous renal replacement therapy. The machine did not alarm and the set passed the "function check" with no visible leakage at the time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.